Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient turned on the device and it was so hot they ¿jerked¿ it off their body, tearing the wires in the process. The patient¿s skin was red at the ins site for a couple of days and the patient hadn¿t tried to use it again since then. There was a skin burn and redness at the ins site and the therapy was suspended in (B)(6) 2019 as a result. It was noted they had not followed-up with a manufacturer representative (rep). The cause of the event was not provided. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4) implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the therapy was suspended on (B)(6) 2019 and an email was sent to a manufacturer representative on (B)(6) 2020 to determine what to do about the device. However, the event was ongoing as of (B)(6) 2020.

Event description:
Additional information was received from the healthcare professional (hcp). Imaging was performed and the lead placement was normal. The event was unresolved with no further actions planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 97755, lot#/serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.